Manufacturer narrative:
Section a4: patient weight could not be provided. Section e2: corrected. Section g2: report source corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was noted that an autopsy was not performed, and the device was not explanted for evaluation. The account indicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including multiple organ failures/dysfunctions and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiogenic shock and multisystem organ failure. It was stated the outcome was not device or therapy related. Per account, the device functioned as intended. An autopsy was not performed. The pump would not be explanted or returned.

Manufacturer narrative:
Missing patient weight (a4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.